Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 475 mg/dl and she was getting a predicted low. Customer stated that she sent the sensor back with the same issues. Customer stated that this is the second one she has put on and she had the same issue. Customer's current blood glucose is 257 mg/dl and her current sensor glucose value is 72. Customer stated that her blood glucose was on the higher side than her senor glucose when she first started having issues. Customer that the pump went into threshold suspend and the sensor has been going off all night. Customer stated that she went down to 29 mg/dl the other night because she was not wearing the sensor. Customer stated that the last sensor she took off was bent and had a u-shape but it was not kinked. Customer was advised to remove and replace the sensor. Customer mentioned that she was hospitalized due to infections with the infusion sets.